Event description:
Back cap came off and turbine dislodged from the handpiece during procedure; patient suffered lower right cheek abrasion.

Event description:
Back cap came off and turbine dislodged from the handpiece during procedure; patient suffered from lower right cheek abrasion.